Event description:
A customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope displayed no picture when plugged in. The event occurred during preparation for use. There was no procedure or patient involvement.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image due to a faulty charge coupled device. In addition, the probe unit pink rubber had chips. The bending section cover glue was cracked. The ultrasound image had one broken element. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined. Olympus will continue to monitor field performance for this device.